Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced and relocated to a higher location as the ipg site was infected and uncomfortable. The physician believed that the infection was not procedure related and the caused was unknown. Antibiotics were prescribed. Additional suspect medical device components involved in the event: model#: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a revision procedure wherein the battery will be relocated and the leads will be replaced for an unknown reason.

Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient will undergo a revision procedure wherein the battery will be relocated and the leads will be replaced for an unknown reason.